Manufacturer narrative:
The reported field event of false eri alert was confirmed in the lab. Review of the device image and session records revealed that the eri software trim was inadvertently set to 0x00 during manufacturing process, which resulted in the device not being able to detect the eri. The device's functionality was tested on the bench; telemetry, pacing, sensing, impedance, high voltage output, high voltage shock, and patient notifier were tested on the bench. No anomaly was detected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was noted with a data anomaly. Further investigation noted the elective replacement indicator (eri) date was incorrectly (B)(6) 2010. The device was explanted and replaced. The patient was stable and was discharged.